Event description:
It was reported that a 840 ventilator went inoperable. The customer did not provide patient involvement information. The evaluation and repair will be completed by a non-medtronic/covidien service provider. Medtronic/covidien was not authorized to evaluate the device .